Event description:
Customer reported a filament error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board. System operates as intended.